Manufacturer narrative:
Investigation into this feedback included 1) a review of the feedback details, 2) a review of the device lot history record, 3) a review of the complaint database, 4) communication with the surgeon and distributor, and 5) a review of the IFU. No anomalies were found, the root cause of the infection is unlikely related to versawrap.

Event description:
On (B)(6) 2023, using a da vinci system, a peritonectomy was performed. Versawrap was applied to the raw surfaces where the peritoneum was removed. Amniofix (mimedx) was also used in the procedure. Two (2) weeks postoperative the patient presented with pain. MRI identified a 30 cm abscess in the lower left pelvis. Culture was negative. The patient was drained, requiring a one-week stay in the hospital. The patient was treated with IV antibiotics and prescribed a 6 week treatment of antibiotics. A review of the device lot history records indicated the device was manufactured to specifications. The device is provided to the end user as a sterile device. The device would not cause an infection. Alafair biosciences has a validated sterilization cycle with a sterility assurance level of (sal) 10^-6. The validated sterility cycle and all parameters of all devices are verified prior to release for distribution. The root cause of the presence of a pelvic abscess is inconclusive. In a subsequent conversation with the surgeon, the surgeon indicated that the patient is doing well and improving; as of (B)(6) 2023 the patient has one week remaining of a 6-week course of antibiotics.